Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a return of leakage and a painful electrical stimulation in her thigh. The patient had been sick and thought that was what caused the symptoms, but she had been taking medication for a week and still had leakage. It was noted that the patient normally felt stimulation in their thigh. The patient then realized the stimulation really hurt and did not go away, so they turned the stimulation off and turned it on the day prior. However, the patient noted feeling electrical pulses on the top of her knee the night prior. Stimulation in the thigh made her toes curl if it was too high. The symptoms were described as "gradual," but noted they appeared a week ago on (B)(6) 2015. Stimulation had been turned off, but the patient wanted to change to a different program. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Physician and had to cancel but she planned to reschedule. The patient had not noticed anything that led up to the leakage at all. To resolve the issue, she went up to level 4 but the higher the level she went, the more painful it seemed. She got no help for the leakage.